Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated was in the svg to the right coronary artery.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the r-pda with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 12 mm taxus stent through its svg. Residual stenosis was 0% following post-dilatation. An express stent was then deployed in the distal svg to the rca. Residual stenosis was 0%. The following day, the pt had lower gi bleed and underwent endoscopy which did not show any new source of bleeding. The pt was discharged on the 3rd day on plavix and asa. Consulation report states that the pt was admitted the following month due to gastrointestinal bleeding. Asa and plavix were stopped transiently but then resumed. The pt was readmittted in 2 months later after an episode of hematuria, fevers and leukocytosis. Urine culture showed pseudomonas. The pt required a trip to the or for catheterization and formalin instillation to stop bleeding. Several blood transfusions were required due to ongoing bleeding. Neurology was consulted with regards to mental status changes which were felt most likely encephalopathic. Chest x-ray showed questionable pneumonia but most likely chronic interstitial changes. CT of the brain was unremarkable. Towards the end of admission, the pt's creatinine continued to rise. Ultrasound showed a new bladder obstruction consistent with restenosis of the ureters, and the pt's family elected against dialysis. The pt expired in about a month. States that the cause of death was due to complications related to prostate carcinoma. An autopsy was not performed. Causality: target vessel involved: no.